Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump showed delivery stop and restart and also had pump error alarm. Customer stated they were unable to clear the alarm and they were unable to rewind insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue use of the device.

Manufacturer narrative:
Software version 5.2 b. Retainer ring black. Customer returned device for alleged rewind anomaly and drive or motor anomaly found on 17-feb-2022. Device passed the self test, but failed the rewind test. Unable to perform the displacement test, prime or seating test, force sensor test, and occlusion test due to pump error 38. Test p-cap locks properly into the reservoir compartment. Pump error 38 appeared during testing. In the device memory, pump error 38 was found at 2:33pm on the event date of 17-feb-2022. Device was cut open to perform visual inspection and found moisture damage on the motor and within the battery tube. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, and corroded battery tube. Rewind anomaly and drive or motor anomaly confirmed during testing. Pump error 38 was confirmed due to dried insulin on the motor slide. Moisture damage in the battery tube and motor confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.